Event description:
New information received notes that oversensing continues to be observed. Programming changes were made. The patient will continue to be monitored with regular follow up.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to far p-wave oversensing was observed via remote transmission. Programming changes were made. Far p-wave oversensing continued to be observed. Further programming changes were recommended. The physician elected not to make the new changes in order to see how things went with the previous changes. The patient will continue to be monitored via remote transmission.